Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at end- of-life (eol) due to normal battery depletion. The product code could not be downloaded. After replacing the battery the device functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. Interrogation was attempted the following day but was unsuccessful. The last measured data, from 2005, was 2.76 v, 8 ua, and 1.4 k. The device was explanted.